Manufacturer narrative:
Follow-up #1 date of submission 09/11/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: six battery compartment cracks were observed. The returned battery cap threads were stripped; the cap could not secure properly to neither the returned pump nor test pump. The cap contact height was out of specification. A test cap was used for investigation. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the battery cap could not be removed from the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.